Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. During investigation, the battery compartment was found to be cracked along the bumper pad at the threads traveling down to the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2017.